Event description:
The storz system light source used in this case was still on from a prior case, had been placed on the mayo stand, and while the team was present the light source fell from the mayo stand onto the drape. The pa [physician assistant] noticed this and immediately pulled the light source away from the drape, but not before noticing a small burn. The patient was unharmed, underwent the procedure, and ultimately was discharged in good condition. The attending was not present during the burn.